Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user was uncertain whether a glucose sensor was started and required guidance to initiate the sensor via the freestyle menu, then paired the sensor in the ilet mobile app, after which a warmup began and the user reported a blood glucose of 350 mg/dl and self-administered subcutaneous insulin by pen while pump insulin delivery was advised to be paused to avoid insulin stacking; later, the sensor connected successfully and the user was advised to reconnect and resume insulin on the pump, with blood glucose reported at 176 mg/dl. Symptoms included hyperglycemia. Outcomes included recovery without hospitalization or emergency treatment. Investigation included customer support troubleshooting and education, review of device use, and confirmation of sensor connection and pump reconnection. Investigation of this case revealed user uncertainty initiating a new sensor and off-label parallel insulin dosing that prompted a temporary pause of pump delivery to mitigate stacking; no device malfunction or alarms were observed, and the system functioned as intended once the sensor was started and connected. It was concluded, based on previously established findings for similar reports, that the cause was use error related to sensor start-up and concurrent manual insulin dosing outside of automated therapy.